Manufacturer narrative:
The investigation reviewed the analyzer log; the investigation noted possible issues in the cell wash and the position of the sample probe during dilution. The investigation noted that the analyzer's alarm file was corrupted. The investigation determined the event was consistent with instrument adjustment issues.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation reviewed the customer's precision study results; no significant high values were noted. The investigation is ongoing.

Event description:
The initial reporter received questionable albt2 tina-quant albumin gen.2 (microalbumin) results from two urine patient samples tested on the cobas pro c 503 analytical unit. Sample 1: the initial result was 30 mg/l. The repeat result was 7.69 mg/l. Sample 2: the initial result was 25.1 mg/l. The repeat result was 1.38 mg/l.